Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, the tip of the bur broke. It was further reported there was a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the tip of the bur broke. It was further reported there was a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.